Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display. Customer reported that the insulin pump alarmed pump error power loss alert. Customer's blood glucose reading was 104 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Customer declined to troubleshoot the issue. Product is not expected to return.